Manufacturer narrative:
Block b3: exact date unknown, event occurred five years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg), and the charge would not last long. The patient underwent an ipg replacement procedure wherein leads were added. The patient was doing well postoperatively and the explanted ipg was not returned.